Event description:
It was reported that during a ureteroscopy procedure for the treatment of stones, the fiber broke. The procedure was completed with a second fiber. There were no patient complications.

Event description:
It was reported that during an ureteroscopy procedure for the treatment of stones, the fiber broke while inside the patient. The procedure was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, visual inspection of the photo provided, confirmed a fiber body break. It is likely that procedural handling of the device, may have contributed to the fiber fracture. The fiber instructions for use mentions to do not pull aggressively on the fiber while it is connected to the laser and avoid clamping or clipping any devices such as a hemostat on to the fiber. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.